Manufacturer narrative:
The patient remains ongoing on pump support with no further reported events at this time. A direct correlation between the report of infection and the device could not be determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient called the hospital with complaints of brown drainage from the driveline exit site. The patient was admitted and the CT scan of the patients chest, abdomen, and pelvis revealed a new fluid collection adjacent to the extra-abdominal portion of the driveline, concerning for abscess. It was reported that a decision was made to debride the wound around the driveline. A wound vacuum was placed, and the patient was treated with antibiotics.